Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. The surgeon opened the joint in standard fashion. After knocking the femoral head off the stem, the surgeon noticed that the stem was loose. The surgeon removed the stem and implanted a competitive system¿s stem and femoral head. After seeing that the acetabular cup was well-fixed, the surgeon removed the liner and implanted a new, same-size liner in its place. The surgeon reduced the hip, which was stable. The surgeon closed the joint and the patient left the operating room in stable condition. The surgeon implanted the same size acumatch gxl liner, 36mm, size h. Patient was stable leaving the operating room.

Manufacturer narrative:
H1: the engineering evaluation noted in the revision reported was likely the result of aseptic (non-infected) femoral stem loosening, which damaged the implant-cement-bone bond. However, this cannot be confirmed as the devices were not available for evaluation. After further review of additional information received the following sections: a1, b4,, b5, g3, g4, g5 d4, h1, and h4 have been updated accordingly. Section(s): no information has been provided: a3, a4, a5.

Event description:
Index surgery: (B)(6) 2012. The surgeon opened the joint in standard fashion. After knocking the femoral head off the stem, the surgeon noticed that the stem was loose. The surgeon removed the stem and implanted a competitive system¿s stem and femoral head. After seeing that the acetabular cup was well-fixed, the surgeon removed the liner and implanted a new, same-size liner in its place. The surgeon reduced the hip, which was stable. The surgeon closed the joint and the patient left the operating room in stable condition. The surgeon implanted the same size acumatch gxl liner, 36mm, size h. Patient was stable leaving the operating room. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00919 and 1038671-2018-00920.